Event description:
The customer reported that while the unit was in use on a pt, the unit intermittently displayed extra artifacts on the screen. The unit continued to function normally. No pt injury was reported.